Event description:
Customer was driving scooter on area of a curb cut when she fell resulting in injury.

Manufacturer narrative:
Device evaluated. No physical or operational defect could be attributed to the complaint. Please refer to returned product evaluation. (B)(4)

Event description:
Customer was driving scooter on area of a curb cut when she fell resulting in injury.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.